Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported by customer that as PICC line was being inserted and flushed it was noted that the ns was coming out the end of the line where the wire was through the rubber port. As the PICC insertion continued writer was needing to flush the PICC line but it was then noted that air bubbles were present in the line coming from rubber port that the wire was through. As per procedure instead of leaving the wire in situ for the remainder of the insertion writer had to remove wire and change the process of the procedure to ensure that no air would be flushed into patient's vein. PICC tip confirmed with chest x-ray.